Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 05/16/2014: the product has been returned to animas and evaluated by product analysis as follows: a loss of prime with non-zero force event was observed in the black box. There were no loss of primes during the investigation. A force sensor calibration reading was low. The pump was opened and removed from the case. The force sensor resistance reading was 7.9k ohms, indicating it was outside of specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime warning had occurred 3 or more times with the same cartridge and that the cartridge cap had been secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.